Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, reportedly, the root cause of the event was loosening secondary to infection; however, the root cause of the infection could not be definitively concluded. The assessed patient impact was the reported pain, loosening, infection, explant findings, extended surgical delay, the modified surgical revision procedure and implantation of the antibiotic spacer. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms without the requested medical documentation, the knee construct components (other than the offset coupler) remain unknown and the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported explant findings, extended surgical delay, and the modified surgical procedure could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after tka had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to remove the tibial baseplate. When removed, it came out without the offset; once the offset was removed, it came out without the stem. Screws were noticed to be still in place. A delay of more than 30 minutes was reported and procedure concluded with a change in surgical technique.